Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted hartmann's reversal surgical procedure, robotic coordinator (roco) contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that they had a spark come from a monopolar quarterly cable during a procedure the previous day. Tse explained that this was usually due to a bad or old monopolar instrument cable. Tse suggested discarding any monopolar cables that look worn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a bovie pencil sparked while surgeon was using it near the staple line causing the x-ray raytek sponge to catch a small fire. Customer placed the sponge in water to put the fire out. There was no injury to the patient or staff. Patient hasn¿t returned to the hospital due to post-surgical complications as result of the arcing event. Patient demographics were not provided.